Event description:
According to the reporter, during a robotic laparoscopic parastomal hernia repair procedure, while sewing mesh to the anterior abdominal wall, the surgeon broke the tip of the needle (2-3mm). Another suture was opened and the same thing happened. One out of the two needles with needle tip (2-3mm) left in the patient cavity. The surgeon attempted to retrieve the small tip part and it got lost and was unable to locate it.

Manufacturer narrative:
D10 concomitant product/s: vlocm0644 vlocm0644 v-loc* 90 3-0 vio 23cm v20x12 lot #:a3c0229vy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.